Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: how were the products purchased? These products were purchased following listings in the internet is there any indication of the source? There is no indication of the sourcing. The following information was requested, but unavailable: is there an indication of how the product was distributed? Were the devices used on a patient? If so, was there any patient consequence? Investigation summary ==> this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photos show two packages labeled 1953 and lot number tab1051, multiple discrepancies were identified. Overall the package was confirmed as a counterfeit and diversion due to several visible errors. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch tab1051, 1953 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The latin america global brand protection team has performed a test purchase in argentina due to a suspicious seller. The suture device was suspected of being diverted product from brazil, because this product is not approved in argentina. The absorbable hemostat was suspicious of being counterfeit. No adverse patient consequences were reported. Additional information was requested